Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening sharp in the plug strap bond edge assessed as an unidentified (tear) opening and delamination total in the plug strap disk shell assessed as to adhesive failure. Additional observations: crease fold observed in the surface. White/yellow particles observed in the surface of the device. Yellow particles observed inside of the device. Wear abrasion observed in the device. No further actions are required as the device was implanted.